Event description:
Pt was in a car accident where they apparently passed out while driving and totaled car and suffered minor inuries from the seat belt and air bag. The paramedics tested pt on site (they had diabetic tags on) and sugar level was 29 using their equipment which would account for losing consciousness. However pt had just checked about 45 minutes earlier at breakfast before leaving for work and accuchek advantage machine at home with accuchek control curve strips (near end of package) and it tested 400 units which required add'l dose of insulin. It appears that this discrepancy caused a serious problem of overdosage of insulin which may have led to accident. They used a different MFR's strips with the advantage (soft tech) and also the strips with the soft tech test machine and the results were very close to normal (125) for both. When they used a couple of the old strips from the suspect bottle it read over 300.